Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure of a 29 mm sapien 3 valve, blood was noticed in the inflation device during deflation. The valve was implanted successfully with no paravalvular leak (pvl) and the mean gradient was 6 mmhg. A post inflation was not performed, and the patient was doing well with no complications. The commander delivery system was withdrawn and upon re-inflation of the device on the back table, a pinhole leak was observed just proximal to the balloon shoulder.

Manufacturer narrative:
The investigation is ongoing. Pending device return.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component codes, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. It was noted that there was calcification present within the patient's aortic root and arterial anatomy. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The event for balloon leak was unable to be confirmed as neither the device nor applicable procedural imagery was provided. Due to the unavailability of the device, no visual, functional, or dimensional analysis could be performed. A manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history and manufacturing process procedures did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during a transfemoral tavr procedure of a 29mm sapien 3 valve, blood was noticed in the inflation device during deflation' and 'there were no issues prepping the delivery system...no tools were used to remove the balloon cover. No balloon leakage was observed during valve deployment. Balloon visually appeared to inflate properly and the valve was fully deployed'. It was noted that calcification was present within the patient's aortic root. Calcifications along the patient anatomy can create sharp nodules which can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the physician deployed the delivery system, it is possible the balloon interacted with the patient's calcified vessels/leaflets and may have become punctured and resulted in the reported balloon leakage. However, without applicable procedural imagery, a definitive root cause is unable to be determined. In this case, available information suggests that patient factors (calcification) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.